Manufacturer narrative:
The remote service engineer (rse) advised the replacement of the central processing unit (cpu) printed circuit board assembly (pcba). The customer replaced the cpu pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit did not respond correctly to the controls. The unit would randomly activate 100% of the o2 even when the customer did not interact with the button. A calibration of the touchscreen was performed but this did not resolve the reported issue. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.